Manufacturer narrative:
Additional narrative: initial reporter is a j&j employee. Product code: 03.010.523-us, lot number: 93p4148, manufacturing site: (B)(4), release to warehouse date: july 2, 2021. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the driving cap/threaded was found to have the tip broken, fragment is stuck in the mating device returned (03.033.001 - radiolucent insertion handle frn). Additionally, scratches are visible on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. A dimensional inspection was performed for the driving cap/threaded and met specifications. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the driving cap/threaded would contribute to the complained device issue. While no definitive root cause could be determined from the available information, it is probable that the driving cap/threaded was broken due to the exposure to excessive/unintended forces. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the two (2) reduction forcep points rachet, protection sleeve, trocar, sharp hook, insertion guide, two (2) t-handle with quick coupling, screwdriver shaft, driving cap and radiolucent insertion handle were found damaged after use in surgery. There was no patient consequence reported. This report involves one driving cap/threaded. This is report 1 of 8 for (B)(4).